Event description:
It was reported patient underwent an arthroplasty on an unknown date. Subsequently, patient was revised approximately 8 months ago for dislocation. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 113760, bio-mod hum head 40diax15mm, lot # 063250. Catalog #: 113628, comp primary stem 8mm mini, lot # 794210. Catalog #: pt-113950, pt hybrid glen post regenerex, lot # 103360. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02538.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.